Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2316500; model: sc-2316-50; serial: (B)(6); batch: 18416042.

Event description:
It was reported that the patient had high impedances and underwent a lead revision procedure. No additional information is available. Additional information was received that the patient is doing well post-operatively.

Event description:
It was reported that the patient had high impedances and underwent a lead revision procedure. No additional information is available. Additional information was received that the patient is doing well post-operatively.

Manufacturer narrative:
Correction to: block h6: patient codes. Bock h6: device codes. Block h6: evaluation result codes.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had high impedances and underwent a lead revision procedure. No additional information is available.